Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stent were implanted in the lad. 19 months post procedure, possible stent thrombosis arc defined occurred with an outcome of death.